Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of thrombosis and swelling are listed in the proglide instructions for use as potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021 a venotomy closure was performed via three access sites on the right common femoral vein after an interventional ablation procedure using a 6f sheath. Reportedly, the suture of one proglide device achieved hemostasis at one of the three access sites. Another proglide device was used at a second access site; however, although the knot was successfully advanced and tied off, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis at this access site. No closure device was used at the third access site, manual compression was applied for hemostasis. On (B)(6) 2021 swelling of the leg was observed, and echo showed what was suspected to be deep vein thrombosis. It is unknown in which access site the deep vein thrombosis occurred. The swelling is being observed without treatment. Anticoagulant was given to treat the suspected deep vein thrombosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.